Event description:
A male consumer called to report his bottle of revitalens ocutec multipurpose disinfecting solution 'spilled' in his backpack and on his pants. He stated that it is good only to keep a cabinet where it's standing up straight. He did not provide when the spillage occurred (date of event) and hung up before a lot number, his age or contact info could be obtained.

Manufacturer narrative:
Consumer/rptr did not provide his personal or contact info. Consumer did not provide a lot number or expiration date of suspect device. No testing performed because the lot number was not provided; rptr did not return his device to the MFR. All pertinent info available to the MFR has been submitted.